Event description:
A hospital in united kingdom reported that a 900pt561 airvo heated breathing tube used with an airvo2 humidifier "melted" onto the pillow during patient use and the heater wires became exposed. No patient consequence was reported.

Manufacturer narrative:
Ps295102 the 900pt561 heated breathing tube (hbt) is used with the airvo humidifier to deliver warmed and humidified respiratory gases to spontaneously breathing patients through a variety of patient interfaces. Method: the complaint 900pt561 hbt was returned to fisher & paykel healthcare and was visually inspected. Results: visual inspection of the heated breathing tube revealed that plastic was melted in the middle part (about 371mm from the user end and 1030mm from the unit end) of the tube. The total length of the tube is 2320mm. Part of the plastic was melted onto the pillow case which was returned with the tube. It was noted that the melted tubing was very clean, no sign of burning or smoke damage. The wires were insulated and no sign of arcing or any damages to the wires were observed. The hbt was cut in the middle by customer before it was received, therefore we were unable to test or measure the resistance of the tube. Conclusion: based on our observations of previous damaged heated breathing tubes, the tube was very likely covered by material with a temperature greater than that of typical room conditions and/or was under compressive load for a considerable length of time. The heater wires are coated with teflon, which remains intact even under compressive load and has a much higher melting point than the hbt. During production the heater wires are 100% visually inspected using a camera system. The heater wires are also tested for resistance, continuity, polarity and pitch during production. Before the product leaves the line a full functional test is conducted under load. The airvo system is designed to comply with the electrical safety standard ul60601-1. The case is composed of a flame retardant material. The surface temperature of the heated breathing tube is within the limits specified by iso 8185 with regard to hot tube surface temperature not exceeding 44° celsius. There are many safety features incorporated into the airvo to prevent overheating and fire. These include: - the heater wires in the heated breathing tube are coated with teflon, completely insulating them from the gas path. - the pcb at the [patient] end of hose is over moulded with the thermoplastic polymer polypropylene, ensuring it is excluded from the gas path. - the airvo contains a transient current detector, tcd. This tcd is tested on the production line. It is also checked by the control system when the airvo is powering up before each use. - an 'over-temperature' sensor will automatically cut power to the motor, heater plate and heater wire if it detects any overheating. - the airvo is constantly checking power in the heated breathing tube and turns the heater wire off if the measured power is too high. The user instructions that accompany the airvo 2 humidifier include the following warning: - adding heat, above ambient levels, to any part of the breathing tube or interface, e.g. Covering with a blanket, or heating it in an incubator or overhead heater for a neonate, could result in serious injury. The user manual instructs the user to "use continuous oxygen monitoring on patients who would desaturate significantly in the event of disruption to their oxygen supply." The user manual also states that the "airvo 2 is for the treatment of spontaneously breathing patients who would benefit from receiving high-flow, warmed and humidified respiratory gases." And that "the unit is not intended for life support."

Manufacturer narrative:
(B)(4). The complaint (B)(4) was recently received at fisher & paykel healthcare in (B)(4) for evaluation, to determine if it caused or contributed to the reported event. We will provide a follow up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported that a 900pt561 airvo heated breathing tube used with an airvo2 humidifier "melted" onto the pillow during patient use and the heater wires became exposed. No patient consequence was reported.